Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Getinge became aware of an issue with one of our columns - 115002c0 - 1150 or-table column, mobil. As it was stated, the column could not be moved during surgery due to moisture on the charging plate and the patient had to be repositioned. The procedure was moved to another operating room. According to the provided information, the issue did not lead to a delay. There was no injury reported, however, we decided to report the issue based on the potential for serious injury if the situation, namely the inability to position the table as required during surgery, was to reoccur. With the investigation performed it was concluded that upon the event occurrence, the device was being used for the patient¿s treatment and, thus was also directly involved with the reported incident. As the malfunction of the column controller unit was found, it was considered that the getinge device was not up to the specification. A review of the received customer product complaints revealed that there were no injuries to a user nor to a patient or operator when this particular malfunction occurred. The issue investigated herein is a single and isolated case. The affected getinge device have been evaluated by getinge technician. The evaluation revealed moisture on the charging voltage regulator (part number 9702463) and a missing battery label (part number 98018334). Further information provided by the technician revealed that label has been removed by the user. As a consequence, the water could enter the device during normal cleaning. In the user manual the user is instructed that liquid should never be allowed to enter live parts. Moreover, the user is informed that improper cleaning and disinfection can cause property damage and to use only as much detergent and disinfectant as is required. The user is also warned to not spray cleaning agent directly into the joints or gaps. In summary and as a result of the performed root cause evaluation, it can be concluded that the cause of the reported issue, namely the inability to position the table as required during surgery due to moisture on the charging voltage regulator, is most likely related to the user error. We currently do not have any information that would warrant further action towards the device manufacturing or devices on the market, however as per our complaint handling processes will continue to monitor the customer experiences with the device for any future information. The unique identifier (UDI) # information is not available since the device was manufactured before 09/24/2022. The correction of h3a device evaluated by manufacturer, h3b device not eval provide code, h3c if other provide code - explain and h4 device manufacture date fields deems required. This is based on the internal evaluation. Previous h3a device evaluated by manufacturer: no. Corrected h3a device evaluated by manufacturer: yes. Previous h3b device not eval provide code: other. Corrected h3b device not eval provide code: n/a. Previous h3c if other provide code - explain: device not returned to manufacturer. Corrected h3c if other provide code - explain: n/a. Previous h4 device manufacture date: 11/01/2011. Corrected h4 device manufacture date: 10/20/2011.

Event description:
On (B)(6) 2024 getinge became aware of an issue with one of our columns - 115002c0 - 1150 or-table column, mobil. As it was stated, the column could not be moved during surgery due to moisture on the charging plate and the patient had to be repositioned. The procedure was moved to another operating room. According to provided information, the issue did not lead to a delay. There was no injury reported, however, we decided to report the issue based on the potential for serious injury if the situation, namely the inability to position the table as required during surgery, was to reoccur.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. H3 other text : device not returned to manufacturer.